Event description:
It was reported that the patient presented in clinic for an follow up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited increased of capture threshold that caused loss of capture. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.